Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemofiltration on the baxter bm25 device. Hcp stated device removed more than the hourly goal set. Hcp stated the rate to be removed was changed hourly based on the amount of fluid the pt was receiving. The goal weight was set to remove 270cc-290cc and during the second hour the device actually removed 700cc. The third hour the device was set to remove 270cc and actually removed 450cc. Hcp contacted the physician and he instructed hcp to leave the pt on this device becuase there was no other machine available and he was concerned the pt would experience congestive heart failure. Physician instructed hcp to control the ultrafiltration rate by adjusting the hourly rate and monitoring very closely. The hcp reduced the hourly rate 50cc/hour and the machine still pulled off 300cc. Hcp changed the dialysate bag and "everything went back to normal, the machine was working without problems to report." They do not know how this would have corrected the problem. At the time of the initial call, the pt was still on the machine and reportedly doing much better. The facility technician will evaluate the machine once the patient has been removed. Follow up with the hcp indicated there was no medical intervention and no patient injury that resulted from this event.